Manufacturer narrative:
One sample model mz5304, lot 25019234 was returned for investigation. The set was examined for defects and abnormalities. The tubing was missing the male luer. No other defects or abnormalities were observed. From the manufacturer's investigation, the potential root cause of misassembly (missing male luer) could be related to not following the assembly instructions, material accumulated or gap by the assembler. A quality alert was generated on april 22, 2025, to reinforce the correct follow-up of assembly instructions, avoid accumulated material between stations and the gap. The sku reported on this complaint is not planned to be produced at hmo site, tj site will reactivate production. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was missing a component the following information was received by the initial reporter with the following verbatim. It was reported by customer that the end that is supposed to be there is not staying attached or missing.